Event description:
It was reported that during surgery for routine generator replacement due to end of service, when the surgeon connected the new dual pin demi-pulse generator to the existing lead, high lead impedance resulted, lead impedance value was noted to be 8 kohms. The surgeon removed the lead pins from the new generator, and inserted the test resistor pins in the generator and performed a generator diagnostic test which revealed normal generator function; lead impedance value was noted to be 3.9 kohms. The surgeon then connected the new generator to the existing leads a second time and high lead impedance resulted again. The surgeon noted that the lead appeared to be intact prior to surgery when x-rays were reviewed. The lead remains implanted and the generator was programmed off at surgery. The generator that was explanted was not able to be communicated with prior to surgery, which is believed to be due to normal battery depletion. Revision surgery to replace the lead is likely to occur, however surgery has not been scheduled at this time. Good faith attempts to obtain additional info from the surgeon are underway. The explanted generator has been returned to MFR where analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.